Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the end of an unspecified procedure with the subject device at the user facility, it was found that the subject device gave the temperature error e101, which indicated a temperature abnormality on the side of the light source (clv) used in combination with the subject device, and also found that the emergency lamp of the light source lit up instead of the examination lamp. Then, the examination lamp of the light source was exchanged with new one, but this reported error still occurred. In addition, it was found that the fan of the light source had failure. The user had checked the subject device before use and found no abnormality. The subject procedure was able to be completed with same device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, the field service engineer of olympus europa se & co. Kg (oekg) checked the subject device on-site and found that the reported temperature error e101 was duplicated, and also that this error was resolved by replacing the light source fan. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information from oekg, omsc surmised that the temperature sensor detects an internal temperature abnormality on the side of the light source due to the failure of light source fan and the subject device gave the temperature error e101. In addition, it was surmised that the fan failure might be caused by repeatedly use for a long-term because approximately eight years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.